Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged and the delivery catheter broke during slitting. The lead was not implanted and the delivery catheter was removed. No patient complications have been reported as a result of this event.